Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2001; dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance alert due to high impedance values, increased threshold, and noise. The left ventricular (lv) lead threshold increased and may have compromised capture. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold increase and compromised capture originally reported on this lead was actually on the competitor lead.